Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, the surgeon was able to press the green button, but stapler became stuck and unable to fire. It was stated that the stapler locked onto the tissue and used the handle to get it to unlatched. They removed the stapler and opened another one. There was no issue with loading the device and there was a seamguard. There was no patient injury.